Event description:
It was reported that during preparation of the 3.5 x 33 mm xience xpedition stent delivery system (sds), it was noted that the stent dislodged. There was no resistance noted during removal from the packaging. A new sds was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.